Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 479 mg/dl back to back with a result of about 112 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.